Event description:
In attempting to treat lower back pain, the user filled the bottle with hot water, wrapped it in a towel, placed it in a chair, and sat down with her back against the bottle. Air leak from a hole in the bottom of the bottle and hot water spilled over user's back and rectum, producing blisters which burst. User was urgently treated by a physician.